Event description:
The patient reported that they felt pain and discomfort in the device pocket. The device had been implanted at a 45 degree angle. The physician attempted to manipulate the device within the pocket to set it deeper, but breast tissue still caused the device header to sit higher in the pocket. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.